Manufacturer narrative:
Updated fields: h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened, closed and grasped properly. The instrument passed the electrical continuity and energy delivery tests in various grip orientations. No installation nor removing related issues were detected during the failure analysis. Additionally, the instrument was found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis; results are pending investigation.

Event description:
It was reported that during a da vinci-assisted intersphincteric resection (isr) procedure, the instrument release kit (irk) was used on the fenestrated bipolar forceps (fbf) instrument for a fast conversion to open surgery. During the preparation of the colon, adherent to the wall, the arteria iliac was noted to be damaged. Therefore, the procedure was converted to open surgery. The cause of the vessel injury/complication is unknown. It is unclear if the fbf instrument caused or contributed to the complication. This event resulted in an unexpected blood loss of around 700ml and required a blood transfusion. The patient tolerated the change to open surgery with no post-operative complications. The patient was discharged 8 days post-operation. No photographic images or video recordings are available for review. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.